Event description:
2/10/98 baxter became aware of several occurrences where the 250 ml anticoagulant solution bags were depleting before the plasmapheresis procedure was completed on the auto-c. The first report involved six different auto-c instruments, and indicated the "air push" alarm alerted the techs, however, no check 230 ml alert was heard. The procedures were stopped in each case and the blood was not re-infused to the donors. 2/12 - 24/98 f/u account visits, sample evaluations and calls to multiple customers were experiencing anticoagulant bag depletions without the check 230 ml alert, or they were noting the bag to be down to 5-10 ml and the 230 ml alert had not activated. Still others indicated they were getting the 230 ml alert. Many more indicated having no issues at all. No donor serious injury has occurred in association with this or any of the reported events. 3/5/98 subsequent reports, after 3/3/98 recall letter, identified plasma facilities re-infusing their donors and changing to another anticoagulant bag without incident or injury to their donors. Specific to this report: on 2/24/98 this customer was contacted by baxter and indicated not having any more check 230 alerts than what they felt to be normal. On 3/5/98 baxter cqa received this customer's log sheet with a note attached revealing that, after the phone contact, five events of anticoagulant bag depletion prior to the completion of the plasmapheresis procedures occurred. There were no check 230 alerts in any of these five events. Another f/u call to this customer, by baxter cqa, identified that they rec'd an air push alarm with each of the five events, that a new bag was added, that the donors were re-infused at the facility's discretion, without incident or injury, and all five donors left in good condition. It was also verified at the time of this call, on 3/5/98, that this customer was now using 500 ml anticoagulant bags with these kits. This is report number three of these five reports from this customer.